Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had concerns regarding their implantable pulse generator (ipg) ¿working adequately for them¿ and that they experienced chest pains "especially when exercising". The ipg remains in use. No further patient complications have been reported as a result of this event.